Event description:
Patient transfered from another facility for retrieval of broken port-a-cath in imaging special procedures under fluoroscopy. The port-a-cath had been placed into the right subclavian vein in the past, and recently, chest x-ray showed that the catheter had broken and was now partially in the heart extending through the atrium into the superior vena cava. The patient tolerated the removal procedure well and was discharged after 4 hours observation post procedure.